Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer. Visual evaluation of this photo was performed. In the picture the catheter was in a poly bag. Also, it was observed that the customer made a mark where the leak occurred. However, the photo did not reveal a leak therefore this complaint was not confirmed. A brainstorming session was performed with the purpose of identifying potential causes. Based on the fishbone diagram and information provided in the complaint, the device functioned as intended for an undetermined time and this issue was not identified prior to use. Therefore, it can be concluded that the product was manufactured according to specifications and functioned as intended and a cause could not be related to manufacturing activities. The most probable root cause could be considered as customer misuse (excessive force, sharp objects, inappropriate use of cleaning agents, etc.). No harm, no trends nor triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process contr ols, such as personnel training, incoming quality acceptance testing for (B)(4) material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states there was a leak at the bifurcate.

Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states there was a leak at the bifurcate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.